Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using one bd vacutainer® k2e 3.6mg plus blood collection tubes, the tube wall cracked and specimen leaked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which indicated a cracked tube. Upon visual examination of 100 retained samples, no instances of damaged or cracked tubes were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using one bd vacutainer® k2e 3.6mg plus blood collection tubes the tube wall cracked and specimen leaked. No adverse impact was reported regarding the patient or user.